Event description:
It was reported that (6) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512s gaskets are torn. There was no consequence to the pt. The devices were discarded.